Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that patient had pain in the implantable neurostimulator (ins) pocket. They stated that they had felt that pain at the ins site since the device was implanted on (B)(6) 2012 and it was due to how the ins was implanted on an arthritic bone. They noted that they were going to follow-up with a healthcare professional (hcp). On (B)(6) 2016, it was reported that they had not been able to get the stimulator working yet. They had an appointment scheduled with a physician for (B)(6) 2016. They were going to call to see if they could get a manufacturer representative (rep) there for the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.